Event description:
Patient representative reported left side "severe pain, pressure sensitivity in breast, itch and burn in breast and capsular contracture - baker grade IV". Later patient representative reported "wavy deformations", "significant anxiety", "severe pain", "significantly increased sensitivity to pressure". The device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.